Event description:
A user reported that their pump screen went dark and wouldn't turn on. There was no reported impact to the customer's blood glucose level. Technical support determined that the pump needed to be replaced under warranty and instructed the user on power connection steps to attempt to resolve the issue. The pump was ultimately replaced, and the customer was provided with storage mode instructions for transport and a pre-paid return label for the malfunctioning pump. Customer declined to provide information regarding alternate insulin therapy.